Event description:
It was reported that this pacemaker exhibited intermittent noisy signals pre-operation review. The boston scientific technical services consultant reviewed the remote monitoring system report indicating alerts and status indicators but no review nor notes relating to noise and advised to contact the physician who noted the noise for review of physician analysis, patient plan and care. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the operation was for hip surgery and had no relation to the pacemaker exhibiting noisy signal which was not oversensed and was due to lead dislodgement. Subsequently, this pacemaker was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.